Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she needed to charge too often. The patient wanted to know if leaving the implanted battery and lead in her body would be okay. The patient stated that she had not used the stimulator in a very long time and does not plan on using it again. The patient reported that she was not using the stimulation because she had to charge every day or every other day and she would start charging and then lose coupling. The patient was going to discuss the issue with their healthcare provider. Additional information received from the manufacturer representative reported that the stimulator was explanted. The indication for use was post laminectomy pain. No patient symptoms reported. Follow up information was requested to determine event cause and steps taken to resolve the reported issues. If additional information is received a follow-up report will be sent.